Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated:b4, b5, g4, h1, h2, h3 physical evaluation could not be performed as the device was not returned. Operative notes confirmed the pin fractured but did not identify any information relevant to the cause of the reported fracture. Device history records ould not be reviewed as the device lot number information was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a during a left total knee arthroplasty, the tip of a fixation pin fractured and approximately 1-2 mm was retained in the tibia. It was left in place as attempts to remove it would have been more destructive to the tibial bone creating risk for stress fracture.